Event description:
It was reported that the cot has a weld fracture. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the cot has a weld fracture. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the cot had a weld fracture. It was found through investigation that the fowler had a cracked weld. The cracked weld did not affect the functionality of the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.